Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I just wanted to bring to your attention that we had a leak occur with our bd alaris infusion tubing (ref# (B)(4). The leak occurred at the top of the pump segment right below where the tubing gets secured into the pump itself.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a used 2426-0500 infusion set was received and investigated by our quality team. The customer's complaint of leakage was immediately apparent when priming the set- verifying this complaint. Microscope analyses was employed to closer analyze the leak at the upper portion of silicone segment. Under magnification, a pinhole was noticed and the manufacturing team was notified for further investigation into root cause. The manufacturing team is aware of this issue with the root cause occurring in the assembly of the silicone portion to the rest of set. There are now quality control protocols in place to eliminate this failure from occurring in the future. A device history record review for model 2426-0500 lot number 22033390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28-mar-2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I just wanted to bring to your attention that we had a leak occur with our bd alaris infusion tubing (ref#2426-0500). The leak occurred at the top of the pump segment right below where the tubing gets secured into the pump itself.